Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A service history review (shr) was unable to be performed as no serial number was provided.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced a downstream occlusion alarm on their solis pump. The patient stated they followed troubleshooting prompts to ensure the tubing was not kinked, all clamps were open, and nothing was obstructing the medication flow. After preparing a new cassette with new tubing, the patient received the same alarm approximately five minutes after starting delivery. The patient then switched to their backup pump and experienced another occlusion alarm. The patient confirmed that their IV line was placed between two and three years ago. The patient was advised that if occlusion alarms persist after changing cassettes, tubing, and pumps, they should go to the hospital to have their central line checked. The patient reported that they had spoken to their mother and would be going to a nearby (B)(6) hospital in (B)(6). Pump return tracking information was not available, and no photos were provided. This is a continuous infusion; flow rate and volume delivered are unknown, as is the pump position when the alarm occurred. The serial number is also unknown. The reported product fault occurred while in use with the patient but did not cause or contribute to any clinical injury. The actual product is available for investigation, but it was not replaced. The patient had a backup pump but was unable to successfully continue therapy and was heading to the hospital. The therapy is life-sustaining, and the outcome of the event is ongoing. The patient experienced an interruption in therapy of unknown duration and went to the hospital for line replacement. Reference report: mw5176545 and mw5176544. Patient code: 4582. Device code: 2964. Patient details were provided, and the patient is a male. The date of this report was on 19-sep-2025.